Event description:
It was reported that the 2600 sys would not boot due to the table x-ray tube arm would not lock. No pt injury was reported.

Manufacturer narrative:
A ge svcs rep performed an on site investigation. The linear actuator was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.